Event description:
Grasper with the bipolar cord connected to instrument appeared to malfunction and burn fallopian tube. Bipolar pedal was not depressed. (Reported activation w/o pressing the foot switch) no problem with machine identified.